Event description:
It was reported that during setup prior to a surgical procedure at the user facility, the device was leaking an unknown substance. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The reported leak was confirmed by a manufacturer repair technician through visual inspection. The presence of fluid inside a device can be caused by improper or non-recommended cleaning procedures. The attachment is not a repairable device and will therefore not be returned to the user facility.

Event description:
It was reported that during setup prior to a surgical procedure at the user facility, the device was leaking an unknown substance. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The device is available for evaluation but has not yet been received. Additional information will be submitted once the device is received and the quality investigation is completed. The device is available for evaluation but has not yet been received. Additional information will be submitted once the device is received and the quality investigation is completed.